Event description:
The customer reported reproducible elevated troponin I (access accutni) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The initial elevated access accutni result was above the customer's normal reference range. This initial result and the change to treatment associated with this result is addressed in mdr2122870-2015-00343. This report addresses the access accutni results obtained on the second patient sample. Approximately one week after obtaining the initial elevated access accutni result, a second sample was collected from the same patient and was analyzed on the same access 2 immunoassay system. A result above the access accutni reference range was obtained. The same sample was analyzed at an alternate facility using roche troponin t methodology and a negative result was obtained. Access accutni quality control (qc) was within the customer's ranges at the time of the event. The customer did not prove information regarding patient sample collection and centrifugation.

Manufacturer narrative:
The customer did not provide patient demographics such as date of birth or weight. (B)(6). Service was not dispatched for the event. System parameters such as quality control were performing within assay and instrument specifications. The access accutni reagent was not returned for evaluation. The cause of the reproducible, elevated access accutni results cannot be determined with the available information. (B)(4). All mdrs associated with this report are: 2122870-2015-00434, 2122870-2015-00437.